Event description:
The hcp reports the pt has been experiencing loss or variance in pain control. The pt was seen in the clinic for a pump refill. The expected reservoir volume was 2ml and the actual was greater than 17ml. A rotor study was done that day that demonstrated no rotor movement. The pt had been receiving fentanyl 900mcg/ml at 150mcg/24 hours. The pump was refilled with preservative free normal saline. The pump was explanted and replaced. A follow up report will be sent when additional info is received.